Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) battery was draining quicker but it charged faster than it used to. The patient was not recently programmed or switched to a new group and they did not recently have the need to increase parameters. In conclusion, the patient was redirected to their healthcare professional (hcp) for the ins battery issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.